Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an autocapture test, the pulse generator exhibited a diagnostics anomaly. The device was reprogrammed and manual testing resumed normal device function. The patient was in stable condition.